Event description:
Customer reported that the device "insertion tubing fibers are broken". The issue was found during reprocessing. Device inspection found no image. There was no patient involvement in this reported event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation did not confirm the customer issue of broken fibers. However, inspection found the device insertion tube has dents. Additionally, evaluation has confirmed the device showed no image. Based on investigation, the reported customer issue was not confirmed. However, dents were observed on the insertion tube and found to be due to stress. The found failure (no image) was found to be due to faulty charge coupled device (ccd) sensor. The root cause of the faulty ccd sensor was due to electronic component failure. Olympus will continue to monitor complaints for this device.